Event description:
(B)(6) study. It was reported that vessel dissection occurred. In (B)(6) 2015, presented patient's qualifying condition was 2 vessel coronary artery disease, with unknown anginal status. The patient underwent an elective percutaneous coronary intervention (pci); there were 3 target lesions and 1 non-target lesion. The target lesion was a de novo lesion located in the proximal circumflex (cx) with 80% stenosis and was 16 mm long with a reference vessel diameter of 3.0 mm and the lesion was mildly calcified. The lesion was treated with pre-dilatation prior to insertion of a 3.00 x 16 mm promus premier¿ stent, resulting in 10% residual stenosis, no post dilatation was performed. The target lesion #2 was a de novo lesion located in the mid right coronary artery (rca) with 80% stenosis and was 12 mm long with a reference vessel diameter of 3.0 mm and with mild calcification. The lesion was treated with pre-dilatation prior to insertion of a 3.00 x 12 mm promus premier¿stent, resulting in 10% residual stenosis and no post dilatation was performed. A dissection of unspecified grade post implantation required unspecified intervention. The dissection was most severe distal to the target lesion. The target lesion #3 was a de novo lesion in the distal rca with 95% stenosis. The lesion length and reference vessel diameter were unknown. The lesion was treated with pre-dilatation prior to insertion of a 2.50 x 28 mm promus premier¿ stent. An unplanned second device, a 2.75 x 16 mm promus premier¿stent was required due to inadequate lesion coverage. This stent was overlapped with the other stent. Post stenting, there was 10% residual stenosis and no post dilatation was performed. In addition, a non-target lesion located at the first right posterolateral (rpl) received unspecified treatment. One day post procedure, the patient was discharged on aspirin and an unspecified p2y12 agent.

Manufacturer narrative:
(B)(4). Correction: relevant tests/lab data troponin I results changed from 3.76 ng/ml to 3.75 ng/ml. (B)(4).

Event description:
It was further reported during the index procedure, a grade 4b dissection was attributed to a wire and was unrelated to stent deployment. An unplanned second device, a 2.75 x 16mm promus premier stent was overlapped with the 2.5 x 28mm promus premier stent to cover the extent of the distal right coronary artery (rca) dissection. The stents were well-opposed and covered the dissection adequately. There was no evidence of stent foreshortening. Also, a post procedural enzyme elevation was assessed as related to the dissection. The patient experienced a myocardial infarction. The location of the mi was not identifiable. No serious criteria were met and not related to study devices. The event was considered to be resolved. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).